Event description:
This rv lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2012. Patient did research and wanted lead replaced. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).